Event description:
It was reported that there was a loss of atrial capture in aaisafer mode, but normal capture was found in ddd mode. The device remains implanted in ddd mode. The files from the programmer that was used were sent to the manufacturer for review.

Manufacturer narrative:
A response from the manufacturer is pending.